Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other promus stents are being filed under separate medwatch report numbers. The event which was reported as occurring (B)(6) 2010. There was no reported product deficiency. The reported patient effects of angina, ischemia and thrombosis, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, thrombosis and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that approximately 9 months post stenting procedure, the patient had elevated cardiac enzymes. The patient underwent percutaneous coronary intervention to treat in-stent restenosis and stent thrombosis. No additional information was provided.

Event description:
Subsequent to the final medwatch report filed on (B)(4) 2013, additional information was received which indicates that the date of occurrence was (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately nine months post multiple overlapping promus stenting with one 3.0 x 15 stent in the ostial right coronary artery, one 3.0 x 28 stent in the mid right coronary artery (mrca), one 2.75 x 18 stent in the mid to distal right coronary artery and one 3.0 x 12 stent in the distal right coronary artery, the patient experienced chest pain and was found to have a positive stress test demonstrating myocardial ischemia. On (B)(6) 2010, the patient underwent percutaneous coronary intervention for stent thrombosis in the ostial, proximal and mrca stents. The patient's condition resolved on (B)(6) 2010 and the patient was discharged. There was no adverse patient sequela. Though requested, there was no additional information provided.